Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found the working element not holding a test electrode due to corrosion noted in the locking ring and oval retaining ring edges of the working element. The corrosion in the electrode locking ring prevented the electrode from tightly grasping the electrode locking ring, which likely caused the user's experience. Additionally, there was evidence of residue on the electrode seal. The cause of the user's experience was determined to be due to insufficient reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate (turp), the device was getting stuck at the prostate during coagulation. The procedure was reportedly completed with a similar, but different device and there was no patient injury.